Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. D4 batch # a97z2h. Investigation summary - the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97z2h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. Additional information was requested, and the following was obtained: what was the surgical procedure? Lap sleeve gastrectomy. - what was the color of the cartridge? Blue. - what was the targeted tissue? Stomach. - where was the malformed staple identified in the firing? First firing mid staple line seemed to be closest to cut line. - what was done intraoperatively to address the malformed staple? Surgeon over sewed the staple line at affected area. - other than observation, did your procedure change in any other manner? No. - where in the staple line was the malformed staple at? Was it the last staple fired - first. Firing mid staple line closest to cut line.

Event description:
It was reported that during an unknown procedure that the device had a staple malfunction. When went to test the staple they notice one staple leg where open on the first firing. They need to keep the patient for 24 hours observation.

Manufacturer narrative:
(B)(4). Date sent 12/24/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? What was the color of the cartridge? What was the targeted tissue? Where was the malformed staple identified in the firing? Is there a photo available? What was done intraoperatively to address the malformed staple? Other than observation, did your procedure change in any other manner? Where in the staple line was the malformed staple at? Was it the last staple fired? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.